Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent charging of the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted, and patient was doing well postoperatively. The explanted device will not be returned as it was discarded.